Event description:
It was reported that the atrial lead showed high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the lead was returned in segments, analyzed and the outer insulation breached (clavicle-rib crush). The analyst also noted that there was blood/body fluid on the proximal conductor (not obstructed), there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and the helix/lobe was distorted/bent.